Event description:
Event occurred in (B)(6) but was not reported until (B)(4). Physician has not responded to f/u requests for info or return of the product. Physician was using a snare to retrieve an object. The snare perform w/o any difficulties to capture the object, however during removal of the object from the pt, the snare fractured and part of the snare was left in the pt.

Manufacturer narrative:
The complaint was reported to the distributor two months after it was to have occurred. The product was not returned, nor was add'l info provided to complete an evaluation of the device and procedural circumstances. It is not clear from the info provided what the actual procedural and pt outcomes were.